Event description:
Reportedly, resident was in walker when he bumped into the wall and the walker flipped him onto a glass table top. Resident was taken to ER with a cut from the jaw line to the chin. Resident had surgery to repair the jawline. Five days later the resident died. The death certificate states cause of death to be respiratory failure, aspiration and dementia (end stage), and fall on face.